Event description:
On 8/17/2023 tara acosta, employee of intuvie, received a call from s.h., patient of, florida cancer specialists - lmr- lake mary cancer center, and the following support call notes were documented: patient's pump powered off on it's on and lost its program. Explained why we are unable to resume the infusion and coached pt to power pump off and engage blue clamp. Pt will call infusion center in the morning to have pump swapped although she thinks all of her medication has infused. No further details provided. Infusion took place at home. Patient involved. No patient harmed. Unsure if device will be returned but facility contact above has been emailed to find out. On 08/17/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.